Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the shaft of the foley catheter was found to be torn on the 4th day after placement.

Manufacturer narrative:
The reported event was confirmed cause unknown. The sample was evaluated and it was observed that the catheter was cut off into two pieces. The surface was normal in appearance with the presence of smooth and clear cut. The catheter shaft looked like it had been cut by a sharp tool (i.e. Scissors) that could cause the catheter to split into two. The unit was inspected for the presence of oxidation, acid cuts, abrasions, external cuts or tears that could cause the shaft to cut. None of the conditions above were evident on the sample. How and when problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings]. 1. Method for use: (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients. Patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.]" Correction: d4.

Event description:
It was reported that the shaft of the foley catheter was found to be torn on the 4th day after placement.